Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pacing threshold increased significantly six months post implant and remained high for two months when he was listed for a lead revision. During the intervention, the lead threshold was directly measured with a pacing system analyzer; it was at 1.4v - 0.4ms, however a decision was made to implant a new lead and pacemaker. The pacemaker involved in this MDR report was returned for analysis.